Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the date of onset, the patient was treated with fortum injection 500 milligrams (route, frequency, and duration not reported) and vancomycin injection 500 milligrams (route, frequency, and duration not reported) for the peritonitis event. Three days prior to the receipt of this report, dianeal therapy was withdrawn. The patient was recovering from the peritonitis, was doing well, and the fluid was clearer than before. No additional information is available.